Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise was noted.

Event description:
It was reported that the rv (right ventricular) lead exhibited increasing thresholds and over 600 short intervals which could indicate oversensing. It was also reported that mirror image noise and oversensing was noted on both atrial and rv chambers. It was undetermined if this issue was attributed to the device or to the leads. The device and leads remains in use with continued monitoring. No patient complications have been reported as a result of this event.